Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pains on the sides of her body towards the tubes / pelvic pain') in a 38-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, multiple cesarean sections, endometrial polyp and anaemia. She denied allergies. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included hypertension, diabetes and obesity. Concomitant products included enalapril, hydrochlorothiazide (hidroclorotiazida) and metformin (metformina). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pains in lower back / back pain"), dyspareunia ("dyspareunia"), abdominal pain ("occasional pain in her belly"), mood swings ("mood swings"), migraine ("heavy migraine"), fatigue ("fatigue") and alopecia ("excessive hair loss"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("essure insertion was extremely painful / slight cramps during insertion"). In (B)(6) 2015, the patient experienced post procedural haemorrhage ("continuous vaginal bleeding for several days, after essure insertion, with a different color from a regular menstruation"). On (B)(6) 2020, the patient experienced medical device site scar ("horrible scar due to essure removal"). In 2020, the patient experienced depressed mood ("extremely depressive due to essure removal scar"). On an unknown date, the patient experienced uterine disorder ("ultrasound reveal uterine lesion"), endometriosis ("ultrasound reveal endometriosis"), menorrhagia ("heavy menstrual flow"), premenstrual syndrome ("intense premenstrual syndrome"), abdominal pain lower ("moderate cramps") and breast pain ("moderate mastalgia"). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (essure and pieces from both fallopian tubes (salpingectomy) were removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, back pain, dyspareunia, abdominal pain, mood swings, migraine, fatigue, alopecia, uterine disorder, endometriosis, menorrhagia, premenstrual syndrome, abdominal pain lower, breast pain, medical device site scar and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depressed mood, dyspareunia, endometriosis, fatigue, medical device site scar, menorrhagia, migraine, mood swings, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain and uterine disorder to be related to essure. The reporter commented: on (B)(6) 2015 - trailing coils: left - 5, right - 5. Her lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: right and left tube without histological particularities. Ultrasound scan - on (B)(6) 2016: essure in correct place, uterine lesion and endometriosis; on (B)(6) 2020: essure in correct place, bilaterally. Lot number: b02267 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pains on the sides of her body towards the tubes / pelvic pain') in a (B)(6) female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, endometrial polyp and anaemia. She denied allergies. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included hypertension, diabetes and obesity. Concomitant products included enalapril, hydrochlorothiazide (hidroclorotiazida) and metformin (metformina). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pains in lower back / back pain"), dyspareunia ("dyspareunia"), abdominal pain ("occasional pain in her belly"), mood swings ("mood swings"), migraine ("heavy migraine"), fatigue ("fatigue") and alopecia ("excessive hair loss"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("essure insertion was extremely painful / slight cramps during insertion"). In (B)(6) 2015, the patient experienced post procedural haemorrhage ("continuous vaginal bleeding for several days, after essure insertion, with a different color from a regular menstruation"). On (B)(6) 2020, the patient experienced medical device site scar ("horrible scar due to essure removal"). In 2020, the patient experienced depressed mood ("extremely depressive due to essure removal scar"). On an unknown date, the patient experienced uterine disorder ("ultrasound reveal uterine lesion"), endometriosis ("ultrasound reveal endometriosis"), menorrhagia ("heavy menstrual flow"), premenstrual syndrome ("intense premenstrual syndrome"), abdominal pain lower ("moderate cramps") and breast pain ("moderate mastalgia"). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (essure and pieces from both fallopian tubes (salpingectomy) were removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, back pain, dyspareunia, abdominal pain, mood swings, migraine, fatigue, alopecia, uterine disorder, endometriosis, menorrhagia, premenstrual syndrome, abdominal pain lower, breast pain, medical device site scar and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, breast pain, depressed mood, dyspareunia, endometriosis, fatigue, medical device site scar, menorrhagia, migraine, mood swings, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain and uterine disorder to be related to essure. The reporter commented: on (B)(6) 2015 - trailing coils: left - 5, right - 5. Her lower back pain radiated from both legs causing a lack of balance. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative; on (B)(6) 2020: negative. Pathology test - on (B)(6) 2020: right and left tube without histological particularities. Ultrasound scan - on (B)(6) 2016: essure in correct place, uterine lesion and endometriosis; on (B)(6) 2020: essure in correct place, bilaterally. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.